Manufacturer narrative:
This report is submitted on dec 19, 2023.

Event description:
Per the audiologist, the patient experienced skin overgrowth and infection at the abutment site. There was a skin revision under a general anaesthetic. The infection was treated with oral and topical antibiotics.